Manufacturer narrative:
(B)(4)

Event description:
The dentist reported the abutment screw fractured. The implant remains placed.

Manufacturer narrative:
Visual inspection has confirmed the reported event. The review of the device history record did not provide any indication of manufacturing deviation that would contribute to this event. A definitive root cause has not been determined. UDI: (B)(4).